Manufacturer narrative:
Concomitant medical devices: product ID 8780, serial/lot#: (B)(4), implanted: (B)(6) 2015, explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown baclofen 2000mcg/ml at 999.7mcg/day. It was reported that the patient experienced baclofen withdrawal symptoms. A catheter replacement was planned due to an inability to aspirate from the catheter access port (cap). A catheter replacement was attempted on (B)(6) 2022. Attempted aspiration of the catheter was unsuccessful during the procedure. The physician attempted to place a spinal needle for introduction of the new catheter (sn hg6l4cv07), but was unable to access the epidural space. The doctor attempted to access the intrathecal space with spinal needle, but was unable to get past bone. The physician did the same thing with another catheter (sn hg55cpl11), but was still unsuccessful. The case was aborted and would be rescheduled. The catheter replacement had not yet been scheduled at the time of the report. It was indicated that, at the time of the report, the original catheter (sn n513813001) and pump were implanted and remained in service. It was unknown if any diagnostics/troubleshooting was performed. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The date that the withdrawal symptoms were first observed was unknown. The cause of the withdrawal symptoms was unknown. The cause of the inability to access the epidural space was unknown. The cause of the inability to access the epidural space was unknown. The patient's weight and medical history were asked but were unknown. At the time of the report, the issue was not resolved and the patient status was "alive-no injury".